Event description:
On (B)(6) 2023 a patient underwent a anterior corpectomy procedure from l1 to l3. It was reported that the patient had difficult anatomy for the surgery and was larger in size. During the procedure the upper biting jaw of the device fractured off while removing tissue at the l2 level and was immediately retrieved from the patient. No adverse patient consequence or surgical delays reported.

Manufacturer narrative:
The device has been returned for evaluation confirming the event. Review of the reported information suggests patient anatomical factors to be the root cause of the event combined with device material fatigue and off angle forces. It was reported the patient was large and the difficult anatomy mixed with surgical approach is what was believed to have cause the event to occur. Device lot fd8400410 was released into the field in november of 2018. A review of the manufacturing history found no material nonconformance, no manufacturing error, nor discrepancies with respect to material type, treatments or dimension that may have caused or contributed to this event. Parts met acceptance criteria upon release. No additional investigation can be completed at this time, should more information be received a follow-up report will be completed. Labeling review: "...residual risks to the patient associated with use of general surgical instruments are: instrument malfunctions which potentially result in surgical delays (thereby causing additional exposure to anesthesia, blood loss, and infection), a change in surgical plan, failure to achieve optimal clinical result and/or, infrequently, cancellation of a procedure. Such malfunctions include instrument fracture, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration; instrument fracture may also result in injury to the patient..." "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures... The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury..." "...intra-operative warnings: the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..."